Event description:
It was reported that the pt experienced withdrawal following pump replacement. The hcp changed the medication dose following replacement. The pt was admitted to an out of state hospital intensive care unit. The pt was still hospitalized at the time of the report, but was doing a lot better. The reporter stated that the hcp was aware of the pt's situation and stated that it was not a issue with the pump.